Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc75 device locked out. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.